Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual analysis indicated an air ingress or water bubble on touchscreen and is not related to the field observation of unresponsive touchscreen. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. No error or fault codes were recorded in the programmers logfile. The programmer was disassembled, and it was determined that an issue with the screens touch controller caused the observed touchscreen behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that during the use of this programmer, when navigating to test and then test lead, the touchscreen became unresponsive. Rebooting the programmer resolved the issue but it needs to be rebooted every time the test screen is used. No adverse patient effects reported. Boston scientific technical services (ts) advised to return this programmer for repair. This programmer was received for analysis.

Event description:
It was reported that this programmer crashed on the test screen and touchscreen was unresponsive. Rebooting this programmer resolved the problem. No adverse patient effects reported. Boston scientific technical services (ts) advised to return this programmer for repair.

Manufacturer narrative:
The device was not returned for product analysis because the user was able to resolve the issue and the programmer remains in service at the healthcare facility. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.